Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Alleges scooter slowed down as it was going up a slight incline and made a slip sound, then went backwards fast and it made a clicking sound.

Event description:
Alleges scooter slowed down as it was going up a slight incline and made a slip sound, then went backwards fast and it made a clicking sound.

Manufacturer narrative:
The device was returned and evaluated. Likely customer abuse.